Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.2 and auxiliary drawer 3.2 pockets were failed. A field service engineer found that the drawer 3.2 row a was not detected. The rear panel was removed, and the controller boards were checked and found to be powered on. The station was shut down, all drawer cables were reseated, and the station was restarted. The drawer was then tested using the hardware test application and customer reported main drawer 4.2 was failed but there was no repair received related to main drawer. The system functioned as intended after the field service engineer repaired the device.